Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report that the sensor was stuck inside the serter and would not come out. The customer's blood glucose level was 430 mg/dl. The treated with a bolus from the insulin pump. The customer was advised to return the serter with the sensor stuck inside back for analysis. The insulin pump was not replaced or returned.